Manufacturer narrative:
(B)(4). Date sent: 3/9/2026. D4 batch #: c9dy41. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the returned device had the distal tip of the blade broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating, which is attributable to blade damage. Disassembly verified that internal components showed no anomalies. Probable causes of blade damage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or improper attachment/detachment methods. Once minor blade damage occurs, subsequent activations may worsen the damage, leading to activation issues such as failing the pre-run test and alert screens like ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen. Continued use of a damaged blade can result in blade breakage. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch c9dy41, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen is displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.